Event description:
A pump declared an altitude alarm, but there was no adverse impact to the customer's blood glucose level. The customer's insulin was not suspended due to the alarm, and it did not exceed the specified threshold. The issue was resolved without replacing the cartridge, and the customer resumed insulin use with the original cartridge after receiving tips for preventing altitude alarms, which they understood and acknowledged.